Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was part of a system revision due to infection and erosion. Additional information was received from the field representative that the previously capped leads were explanted due to infection several years ago. There were no additional adverse patient effects reported. The crt-d was explanted.